Event description:
The patient reported return of symptoms since ins replacement. He reported that the symptoms are too severe to wait for his appointment in 2 months. The patient was seen by the hcp for reprogramming. No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up will be sent if additional information is received. Reference MFR report#3004209178200704054.

Manufacturer narrative:
.